Event description:
It was reported, while removing the battery from the cot, an operator's keys connected with two of the metal contacts, causing a shock. The customer reported the operator sustained 2nd and/or 3rd degree burns and sought medical treatment.

Manufacturer narrative:
The operations manual warns against touching conductive material to the connectors of the battery to prevent shock.